Event description:
It was reported that an ilet pump¿s touchscreen fractured after the pump fell from a pocket and was crushed against a chair, rendering the screen unusable; the patient reverted to backup therapy and will return the device, and the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed stress damage consistent with a fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.